Manufacturer narrative:
Additional information: g3, h2, h3, h6. The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported leak remains unknown. UDI information (d4) and 510k (g3) are not provided within this report as this product (model g407376) is an ous configuration not available in the us and is therefore not referenced in the gudid database.

Event description:
During a persistent atrial fibrillation procedure, when the sheath and non-abbott (lasso) catheter were inserted into the patient, blood leakage from the hemostatic valve was noted. The sheath was replaced, and the procedure was completed with no adverse consequences to the patient. No air movement into the patient has been confirmed. No additional venipuncture or septum puncture was performed due to the sheath replacement. The only products inserted directly into the hemostasis valve were the included dilator and the non-abbott (lasso) catheter. The hospital discarded the reported sheath.